Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment occurred. The greater than 50% stenosed target lesion was located in the highly calcified right superficial femoral artery (sfa). The lesion was treated with jetstream atherectomy and pre-dilated with a lutonix drug coated balloon. A 7 x 150 x 130 innova¿ stent was then advanced contralateral over a .035 guidewire and stent deployment was initiated. The thumbwheel was used without difficulties. The physician then switched over to the pull grip to complete deployment. The pull grip was pulled to it's full travel, however, the stent did not fully release from the delivery system even though the stent appeared fully deployed. The physician pushed and pulled on the delivery system several times which was ultimately successful in getting the stent to release. The final result of the stent was fully deployed, well apposed and fully over the target lesion. The stent was post-dilated and the procedure was completed. There were no patient complications and the patient status post procedure was fine.